Event description:
A patient reported they were hospitalized. Patient went to the hospital to obtain a blood glucose result becuase their meter would not power on. Patient reported symptoms of headache and dizzy spells. The result at the hospital was "442 and 446 mg/dl". The time difference between patient's meter and the hospital was unknown. Treatment was unknown, however, patient's medication was increased. No further information has been reported.